Manufacturer narrative:
Hill-rom technical support suggested changing the fib board. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this complaint, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not alerting the nurses station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).